Manufacturer narrative:
Product event summary: the 990045 guidewire with lot number 8951700 was returned and analyzed. The pv tracker guidewire was received stuck inside the guidewire lumen of a pulseselect catheter. The guidewire was received, extended beyond the distal tip of the catheter about 0.5 inch. Visual inspection of the guidewire external to the catheter did not reveal any anomalies. Resistance was encountered during removal attempts. X-ray inspection along the length of the guidewire inside the catheter revealed a specimen, likely a tissue, at the location of resistance, about 3.6 inches from the tip. No kinks were observed on the pv tracker guidewire internal to the catheter. In conclusion, the guidewire failed the returned product inspection due to the tissue stuck to the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a pv tracker guidewire became stuck inside the lumen after cavotricuspid isthmus (cti) ablation. The wire behavior was normal until an ep fellow attempted to retract it, potentially indicating a kinked guidewire. The procedure involved completing all pulmonary vein ablation, including remapping with carto, and then moving to the right atrium for cti ablation. Upon remapping, the pv tracker wire could not be pulled back inside the catheter. The physician demonstrated that once removed from the patient, the wire remained stuck in the catheter. The case was completed. No patient complications have been reported as a result of this event.